Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. Upon deployment the clip moved slightly in the medial to lateral direction. Per the physician, this was likely caused because the clip made contact with chordae, although it was confirmed that no chordae was located within the clip arms. The clip remained stable on the leaflets so the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning with the anatomy resulting in migration (partial clip movement) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.